Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. This analysis concluded that the inaccuracy is confirmed for the nine electrodes implanted on the patient¿s right side at the entry point. The error is rather homogeneous. Ten trajectories among the twelves are also deeper than expected at the target point. The accurate trajectories at entry and target point are not correlated. The registration was performed correctly and so was the pre-operative merge. The deviation analysis shows a similar shift of all inaccurate electrodes describing a rotation from the patient¿s right side to left side, with a center of rotation close to the left side since no left trajectory was impacted. The device passed the maintenance tests and no other inaccuracy case was reported thereafter. Therefore, it is assumed that the issue is due to an event which occurred during surgery but that the device behaved as expected. The errors at entry points might be the result of a patient¿s head movement. The cause for the inaccuracy in depth remains unknown.

Event description:
The surgeon placed the patient in a doro head holder and felt comfortable with the fixation. 12 electrodes were placed after performing laser registration, first 9 on the right, followed by 3 on the left. The surgeon took an o-arm scan once all of the electrodes were placed before detaching from the rosa to check placement. The field service engineer merged the o-arm scan ("postop oarm") to the cta, the first scan in the patient¿s dicom images. However, all of the electrodes on the right side of the head looked to be placed 3-6mm from the planned trajectories at the entry point, while the electrodes on the left side were within a normal range of error. Additionally, every electrode appeared to be placed between 1-7mm too deep. Thinking the issue may have been with the merge, the company field service engineer (fse) checked the merge between the cta and postop oarm meticulously, but didn¿t think there was any discrepancy to note. The fse then tried to merge the o-arm scan to the "CT" series (named "postop2"), but this showed about the same amount of error as the first postop scan, despite checking meticulously that the merge was good. The surgeon decided to get an actual postop CT to make sure nothing looked wrong on the scan. The scan came back normal and did not show any bleeding or other problems. The surgeon merged this postop CT to the cta on his planning laptop, and the scan showed about the same amount of error. Surgeon and fse both thought that the laser registration had looked great and the cta, used for the registration, looked normal as well. The cta had been taken on (B)(6) 2020, so was not too old. Surgeon and fse did not notice any head shift or any other causes of the inaccuracy. The patient woke up normally and did not seem to show any adverse effects. No delay to case. The fse noted that this was the first case performed at this site since the robot was upgraded in january, but testing after the upgrade had shown the robot to be within accuracy requirements.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon placed the patient in a doro head holder and felt comfortable with the fixation. 12 electrodes were placed after performing laser registration, first 9 on the right, followed by 3 on the left. The surgeon took an o-arm scan once all of the electrodes were placed before detaching from the rosa to check placement. The field service engineer merged the o-arm scan ("postop oarm") to the cta, the first scan in the patient¿s dicom images. However, all of the electrodes on the right side of the head looked to be placed 3-6mm from the planned trajectories at the entry point, while the electrodes on the left side were within a normal range of error. Additionally, every electrode appeared to be placed between 1-7mm too deep. Thinking the issue may have been with the merge, the company field service engineer (fse) checked the merge between the cta and postop oarm meticulously, but didn't think there was any discrepancy to note. The fse then tried to merge the o-arm scan to the "CT" series (named "postop2"), but this showed about the same amount of error as the first postop scan, despite checking meticulously that the merge was good. The surgeon decided to get an actual postop CT to make sure nothing looked wrong on the scan. The scan came back normal and did not show any bleeding or other problems. The surgeon merged this postop CT to the cta on his planning laptop, and the scan showed about the same amount of error. Surgeon and fse both thought that the laser registration had looked great and the cta, used for the registration, looked normal as well. The cta had been taken on (B)(6) 2020, so was not too old. Surgeon and fse did not notice any head shift or any other causes of the inaccuracy. The patient woke up normally and did not seem to show any adverse effects. No delay to case. The fse noted that this was the first case performed at this site since the robot was upgraded in (B)(6), but testing after the upgrade had shown the robot to be within accuracy requirements.